Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics w/maxzero 22g x 1.00 in safety shield activation failed it was reported by the customer that was trying to safety the needle after placing the IV. The customer heard the click of the safety features activating and the needle locking. When trying to remove the needle from the catheter by pulling on the white he could not remove the needle despite the needle being locked and he was not holding the grey in place with the catheter. The customer is very familiar with these catheters, and it happened 3 times with the 22g dffx. Customer was trying to safety the needle after placing the IV. The customer heard the click of the safety features activating and the needle locking. When trying to remove the needle from the catheter by pulling on the white he could not remove the needle despite the needle being locked and he was not holding the grey in place with the catheter. The customer is very familiar with these catheters, and it happened 3 times with the 22g dffx. 383596, 5189322.

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 6 unused physical samples submitted for evaluation. The reported issue of safety shield activation failure was not confirmed upon inspection of the samples. Analysis of the photo showed that the device is observed with the safety system activated but was not removed from the catheter adapter. Evaluation of the 6 physical samples showed no damage or defect was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.